Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical notification received for revision of left total knee to address aseptic loosening. Date of implantation: (B)(6) 2015. Date of revision: (B)(6) 2022. (Left knee). Treatment: revision of femur, tibial tray, tibial insert, and patella.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. All available x-rays and photographs were reviewed, and the reported event cannot be confirmed. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Updated: h6 (medical device problem code) to capture loosening: unknown interface and loosening: cement to implant interface. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Doi (B)(6) 2015: patient received a left primary pfc tka to treat left knee oa with significant varus disease. The patella was resurfaced and depuy cement was utilized. The surgeon notes there were significant tibial defects. There was also a 3mm varus laxity after definitive implantation deemed appropriate by the surgeon. The procedure was completed without complications. Clinic note dated (B)(6) 2021: patient presents with left knee pain, swelling, walking difficulty, and stiffness. X-rays reveal some lytic changes and resorption on the tibial and femoral sides. Synovasure aspiration performed to test for infection. (B)(6) 2022: synovasure results are positive alfa defensin. The patient could have a culture negative infection or elevated crp related to metallosis. Exploratory surgery with possible revision of components recommended. (B)(6) 2022: the patient received a left knee revision to treat pain, swelling, walking difficulty, and stiffness secondary to aseptic loosening. Upon entering the joint, extensive third-body wear synovitis was identified and debrided. Cultures were negative for infection and there was no evidence of metallosis. The femoral component was grossly loose and debonded at the cement to implant interface and revised. Femoral osteolysis was debrided. The tibial tray was well-fixed but revised. Tibial osteolysis was debrided. The patella was slightly loosened at an unknown interface when pressure was applied, and revised. There was no reported product problem with the revised tibial insert. The patient received a depuy revision construct utilizing depuy cement. The procedure was completed without complications. Doi: (B)(6) 2015. Dor: (B)(6) 2022. Left knee.